Event description:
During knee replacement, when using the femur positioner and adjusting the test implant, the key to adjust the positioner broke. There was no discomfort from the specialist, and there was no delay of the surgery. It was completed by adjusting the piece as much as possible to pass the final implant carefully.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - according to the information received, "during knee replacement, when using the femur positioner and adjusting the test implant, the key to adjust the positioner broke." The product was not returned to depuy synthes, however photos were provided for review. See attachment ¿source file - reporte de calidad clinica medilaser neiva colectivo 466727¿. The photo investigation revealed that ' 254401005, attune femoral introducer¿ had the key to adjust the positioner broken off. The potential cause is associated with high cycle fatigue of the ml slide screw on either side of the cross pin, where the cross-sectional area is the smallest. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune femoral introducer would contribute to the complained device issue. Based on the investigation findings, end of life problem identified and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Please verify if the device is available for return or not? -the damaged instrument piece is sent with the key that was the one that was broken, this key is glued together with the instrument piece with red tape and left in its corresponding place in the instrument box b. Did it break into two or more pieces? If no, please specify what is the alleged deficiency, is it dull, bent, cracked, stripped, scratched, worn, scratched, cross threaded or any device interaction issues? -it is broken into two pieces, the femoral positioner has a key that helps to adjust the final implant, that key was broken when adjusting the implant, that key is sent with red tape next to the positioner.